Manufacturer narrative:
On (B)(4) 2019 haemonetics was made aware of a nexsys pcs device in which the customer's technician observed a damaged cable and pneumatic pcb with thermal decomposition damage noted. The customer's technician evaluated the device and did not find any other damaged components, and has ordered a replacement component to be sent for resolution. Haemonetics has sent a replacement interconnect pcb to be installed by the on-site technician, who will also ensure that the device is calibrated and meets all specifications prior to being returned to service. There was no donor involved in the procedure when this failure was detected. This failure had occurred during the power on self test (post) protocol. The device must pass the post protocol prior to being able to initiate a device and introduce a donor to complete a procedure. The device will detect any hardware failures and will not pass the post until the device has been repaired, preventing risk of injury to the donor as a result of a hardware failure. There were no injuries reported as a result of this incident, however haemonetics has previously submitted reports of thermal decomposition observed within a device, as a result this incident is deemed reportable.

Event description:
On )(B)(6) 2019, haemonetics received a report of a nexsys pcs 300 device which had observed a melted cable and some damages on the pneumatic pcb due to thermal decomposition within the device. There was no report of injury as a result of the failure observed. There was no donor or patient involved in any procedures at the time of the component failure, this was observed during the power on self test (post) protocol, which tests the device hardware to ensure that there are no detectable faults in the machine prior to introducing a donor to the donation procedure. The device was evaluated by the customer's on-site technician who identified that the damages caused by the thermal decomposition were isolated to the pneumatic pcb and cable, and no other components were impacted. Haemonetics will send replacement components to the customer site to be installed by the on-site technician.